Event description:
An olympus employee reported on behalf of a customer, the visera elite video system center displayed a b30 (scope communication) error. The intended procedure was a therapeutic laparoscopic lung resection. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication) error was not confirmed. In addition, video connector catch lock was not effective. The foot rubber had poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of scope communication error b30 could not be determined. Olympus will continue to monitor field performance for this device.